Manufacturer narrative:
Other text: h6. Health impact and evaluation codes: updated. No product was returned therefore device analysis could not be performed. A device history report (DHR) review could not be completed because the DHR is at the supplier. If the product is returned, the complaint will be re-opened for further investigation.

Event description:
It was reported that upon opening the device, the probe cover was missing from the power wand kit. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.